Manufacturer narrative:
H3 other text : service by third party service center.

Event description:
A device was returned to a third-party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. During the evaluation of the device, the third-party service center visually inspected the device and found evidence of foam degradation. And in technical finding there is error code is present. Device is not in use.there was no allegation of serious or permanent harm or injury. No medical intervention was required for the patient.